Manufacturer narrative:
The catalog number and lot number were requested from the initial reporter. A follow up report will be submitted upon receipt of the information. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that over 2 months after the dental implant was placed in ada site 10 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
The catalog number and lot number were requested from the initial reporter. A follow up report will be submitted upon receipt of the information. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Lot number was not provided by customer. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
The clinician reported that over 2 months after the dental implant was placed in ada site 10 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. Moreover, immediate implant was performed and immediate load procedure was done.